Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, vaginal scarring, hardening of mesh, disfigurement, and granuloma formation. It was reported that the patient underwent the revision/repair of mesh on (B)(6) 2005 due to urinary retention. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mccalls¿s culdoplasty and cystoscopy due to uterine prolapse. The patient experienced erosion, extrusion, bowel problems, organ perforation, fistulae, bleeding, recurrence and neuromuscular problems. The patient experienced urinary retention post suburethral mesh and underwent mesh release/cystoscopy on (B)(6) 2005. (B)(4).